Event description:
It was reported that the programmer overheats. It was further noted that it was no longer needed and did not need to be sent back. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device overheated and therefore the power supply was replaced to resolve. The programmer also needed its cases replaced but it was no longer needed and was to be scrapped for parts. (B)(4).